Event description:
The pt reported to the manufacturer on 01/26/2007 that the scs system was removed in 2006 due to infection. The exact date of explant was not provided. Additional information was requested from the physician. The hcp reported to the manufacturer on 02/13/2007 that the pt had presented with signs of infection that included fever, redness, swelling, drainage and pain. The date of onset or date of diagnosis was 02/2006. Perioperative antibiotics were administered and the pt does not have meningitis. The product had been placed in 2005. The physician provided that the primary location of the reported infection was both the device pocket and the lead tract. A culture was obtained from the device pocket, which tested positive for staphylococcus aureus. Treatments administered for the reported infection included IV and oral antibiotics. The physician did not provide the date of product retrieval. The device was explanted after approximately 15 months implant duration but has not been returned for analysis. The pt outcome shows the infection has reportedly resolved. See MFR report number 2649622200700616.